Event description:
Philips received a complaint on the heartstart xl+ device indicating that the op check failed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
According to available details the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time.